Manufacturer narrative:
Additional information was requested and none provided. Investigation summary: the incident product was not returned for evaluation and no lot number was provided. In the absence of the subject device, it is difficult to determine the root cause of the incident. During the manufacturing process, all trocars are thoroughly inspected for functionality and performance prior to packaging. Applied medical has reviewed the details surrounding the incident. At this time, applied medical is unable to determine the cause of the injury. It is important to note the potential complications associated with the use of fios first entry are the same as those associated with the use of surgical trocars, insufflations needles, and laparoscopic surgery in general and include, but are not limited to: superficial lesions, injury to internal vessels, bleeding, hematoma, injury to the abdominal wall, infection, peritonitis, and pre-peritoneal insufflation. These potential complications can occur with any conforming device. Applied medical continuously seeks to improve the form, function and ease of use of its products and will continue to monitor its vigilance system for trends and take appropriate actions as necessary. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A follow-up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap chole - "all surgeon in this hospital are familiar with the kii fios and the it's application. He used the ctf 73 for the first insertion and penetration of the abdominal wall as usual. He established a capnoperitoneum. Due to the fact that there was some fat tissue in front of the scope it was hard to see any details. After a while the anesthesiologist mentioned the decreasing cv-stability of the patient. They converted to an open procedure and found an injury (laceration or stitch) in the aorta. They placed a gore tex prothesis. They finished the procedure with a stable patient. Unfortunately, the patient died 15 days later, on (B)(6)." Patient status - "the patient died 14 days later, on (B)(6)."